Event description:
It was reported that the asymptomatic patient presented for a check up and the pulse generator exhibited noise. On (B)(6) 2015, the device was explanted and replaced. There were no adverse consequences to the patient after the procedure.